Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0869 inches. Device powered up properly after the test battery was installed. Device was monitored for 2 days. No blank display, black screen display anomaly, critical pump error (open book image) or unexpected pump error 23 noted. The test battery was also removed and reinserted with no unexpected pump error 23 noted. Per r&d, as per requirements, a pump generates pump error 23 every time when power is completely removed from the device . In the first case, the aa battery was depleted and the pump generated fault 11 (off no power alarm). The backup battery was not healthy enough to support pump operation, and when the user removed aa battery the pump lost the power. In this case the pump even was not able to record all history events. In the second case, the aa battery was removed at 01/08/2021 16:56:14.000, then the user shutdown the pump by pressing back key. Pe 23 was triggered at 01/08/2021 16:56:28.000 since the power was lost. Device had scratched case and a pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 the customer alleged pump error 23 alarms and blank display. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0869 inches. Successfully downloaded history files and traces using thus. Successfully uploaded to carelink and generated reports. Device powered up properly after the test battery was installed. Device was monitored for 2 days. No blank display, black screen display anomaly, critical pump error (open book image) or unexpected pump error 23 noted. The power management graph confirmed the unloaded voltage and loaded voltage were within specification range. No alarms were found in the history files or traces for the event date. The test battery was also removed and reinserted with no unexpected pump error 23 noted. Per r&d, as per requirements, a insulin pump generates pump error 23 (post-reset ram crc ) every time when power is completely removed from the pump. In the first case, the aa battery was depleted and the pump generated fault 11 (off no power alarm). The backup battery was not healthy enough to support pump operation, and when the user removed aa battery the pump lost the power. In this case the pump even was not able to record all history events. In the second case, the aa battery was removed at (B)(6) 2021 16:56:14.000, then the user shutdown the pump by pressing back key. Pe 23 was triggered at (B)(6) 2021 16:56:28.000 since the power was lost. The test p-cap and reservoir does lock in place in the reservoir compartment. The following were noted during visual inspection: scratched case and pillowing keypad overlay. Pump error 23 not confirmed during testing. Blank display not confirmed during testing. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer reported insulin pump error. Customer was able to clear the alarm and was able to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.